Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. The customer was declined to troubleshooting. The customer was trying to dis a bolus but it was grayed out on the menu. Customer was changed the increment already was able to do a bolus. Customer reported that they checked the pump, not in suspend, on manual mode, block mode was off. The device will not be returned for analysis.